Event description:
Device 1 of 3: reference MFR report#1627487-2017-06534; reference MFR report#1627487-2017-06555.

Event description:
Device 2 of 3: reference MFR. Report # 1627487-2017-06534, reference MFR. Report # 1627487-2017-06555. It was reported that the patient was experiencing loss of therapy. Impedance check revealed high impedance in both leads. X rays revealed lead pulled out of the ipg. As a result, surgical intervention may be pending to address the issue.

Event description:
Device 1 of 3: reference MFR report#1627487-2017-06534, reference MFR report#1627487-2017-06555. Additional information identified that surgical intervention was undertaken ((B)(6) 2018) wherein the leads were inserted back in the ipg header, however high impedances were noted on all contacts. The leads were pulled back and the header was cleaned. Leads were tested with epg. Impedance showed normal values. Post operatively, effective therapy was confirmed.